Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information from the customer provided (identified via b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed due to both a faulty cable and charge-coupled device (ccd). The cause of the faulty cable and charge-coupled device (ccd) could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Event description:
The event was found before the start of the procedure. The product failed during the beginning of a therapeutic procedure, which was delayed for 20 minutes. The patient was under anesthesia during the procedure. The intended procedure was completed. No other devices were involved in the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image displayed. In addition to the reportable malfunction, the following were noted: the charged coupled device unit was malfunctioning and the cable was in poor condition with internal damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head was without an image. It was not specified when the issue was found, however the device was sent to reprocessing from the operating room with a note to clean and send the device for inspection. There were no reports of patient harm.